Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient this case concerns (B)(6) female patient who initiated treatment with synvisc one and an the same day was unable to bear weight on his left leg, experienced left knee pain and left knee swelling; after 1 day was unable to climb stairs, exercise or ambulate and after unknown latency 'for two weeks the patient could hardly get around' no previous medications and concurrent conditions were reported. Patient had a history of right knee replacement. Patient was taking lisinopril concomitantly. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/ lot number: 7rsl021 and expiry date: unknown). On the same day, patient had left knee pain and swelling, patient was unable to bear weight on his left leg. The patient was unable to climb stairs, exercise or ambulate without pain (onset: (B)(6) 2017). The patient could not walk upstairs, could not exercise and was limping. The next day after receiving synvisc one patient could not bear weight on his left leg, he was waiting so he could call the doctor's office and find out why he felt this way, for two weeks the patient could hardly get around. The patient said that the pain was worse 8/10 on a scale od 1 to 10. Patient was asked to apply ice and elevate his left knee. The pain did not subside and mobility barely improved. The patient hobbled. Patient was put on meloxicam which helped minimally with left knee pain. Patient was scheduled for a knee replacement in (B)(6) 2018 corrective treatment: meloxicam for unable to climb stairs, exercise or ambulate; ice, meloxicam, elevation for unable to bear weight on his left leg, left knee pain, left knee swelling, 'for two weeks the patient could hardly get around' outcome: unknown for all events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 1-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty and unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Left total knee replacement. Device malfunction. 'For two weeks the patient could hardly get around' [mobility decreased]. Unable to climb stairs, exercise or ambulate/ hobbled [unable to walk]. Unable to bear weight on his left leg [weight bearing difficulty]. Left knee pain/activity limiting pain [knee pain]. Left knee swelling [swelling of l knee]. Crepitance [joint crepitation]. Creatinine is elevated [creatinine increased]. Case narrative: this spontaneous case from united states was received on 01-mar-2018 from patient. This case concerns 74 years old female patient who initiated treatment with synvisc one and on the same day was unable to bear weight on his left leg, experienced left knee pain and left knee swelling; after 1 day was unable to climb stairs, exercise or ambulate and after unknown latency 'for two weeks the patient could hardly get around'. Also after 4 months and 06 days had left total knee replacement and after unknown latency had crepitance and creatinine was elevated. Patient had a history of right knee replacement, severe constant left knee pain (aching stabbing pain on the medial joint worse with weightbearing or activity), worsened considerably over the last year, beginning to limit his basic activities of daily living, positive effusion, crepitance with range of motion, osteoarthritis with bone on bone articulation, subchondral cysts, periarticular osteophytes, could walk short distances, arthralgia, degenerative joint disease, arthritis, carotid artery disease, hypertension, onchomycosis, overweight, tubular adenoma of colon, unintended weight gain, cholecystectomy, joint replacement, lasik, thromboendarterectomy and total knee arthroplasty. Patient was a former smoker (quitted in 1970), social drinker. Patient had no known allergies. Patient was taking lisinopril, paracetamol (tylenol) for pain, acetylsalicylic acid (aspirin), sildenafil concomitantly. Patient had received 4 ml lidocaine 1%, 80 mg methylprednisolone acetate 80 mg/ml and 2 ml bupivacaine for left knee pain and joint swelling on (B)(6) 2017. Patient had received cortisone before that helped for about 4-6 weeks. Patient had failed conservative measures, shots did helped but were short lived. Patient wanted to try synvisc so that the surgery could be hold till (B)(6) 2018. Family history included benign colonic polyp, heart failure, stroke in mother, benign colonic polyp, hypertension in sister, hypertension, aneurysm in father, hypertension in brother. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiry date: unknown) for severe left knee end stage osteoarthritis. On the same day, patient had left knee pain and swelling, patient was unable to bear weight on his left leg. The patient was unable to climb stairs, exercise or ambulate without pain (onset: 10-nov-2017). The patient could not walk upstairs, could not exercise and was limping. The next day after receiving synvisc one patient could not bear weight on his left leg, he was waiting so he could call the doctor's office and find out why he felt this way, for two weeks the patient could hardly get around. The patient said that the pain was worse 8/10 on a scale of 1 to 10. Patient was asked to apply ice and elevate his left knee. The pain did not subside and mobility barely improved. The patient hobbled. Patient was put on meloxicam which helped minimally with left knee pain. On an unknown date, patient had crepitance. Patient still had severe activity limiting pain and elected to proceed for knee replacement. Patient was scheduled for a knee replacement in (B)(6) 2018. On (B)(6) 2018, creatinine was 1.31 mg/dl (normal: 0.76-1.27). On (B)(6) 2018, 4 months and 06 days after the injection, patient had left total knee replacement. Patient was discharged on the same day. On (B)(6) 2018, patient was doing well with no usual complaints and appeared to be progressing appropriately. Corrective treatment: meloxicam for unable to climb stairs, exercise or ambulate; ice, meloxicam, elevation for unable to bear weight on his left leg, left knee pain, left knee swelling, 'for two weeks the patient could hardly get around.' Outcome: recovered for left total knee replacement and unknown for other events. Seriousness criteria: hospitalization for left total knee replacement and device malfunction. A product technical complaint was initiated with the global ptc number: 52920. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up information was received on 08-mar-2018. The global ptc number was added. Follow up information was received on 15-may-2018. No new information was received. Additional information was received on 15-may-2018 from a lawyer. Patient's medical history, past drug, concomitant medication was added. Additional events of left total knee replacement, crepitation and creatinine is elevated were added along with details. Seriousness criteria of device malfunction was updated to hospitalization. Clinical course was updated and text was amended accordingly.

Event description:
Device malfunction [device malfunction] 'for two weeks the patient could hardly get around' [mobility decreased] unable to climb stairs, exercise or ambulate/ hobbled [unable to walk] unable to bear weight on his left leg [weight bearing difficulty] left knee pain [knee pain] left knee swelling [swelling of l knee]. Case narrative: this spontaneous case from united states was received on (B)(6) 2018 from patient. This case concerns 74 years old female patient who initiated treatment with synvisc one and on the same day was unable to bear weight on his left leg, experienced left knee pain and left knee swelling; after 1 day was unable to climb stairs, exercise or ambulate and after unknown latency 'for two weeks the patient could hardly get around'. No previous medications and concurrent conditions were reported. Patient had a history of right knee replacement. Patient was taking lisinopril concomitantly. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/ lot number: 7rsl021 and expiry date: unknown). On the same day, patient had left knee pain and swelling, patient was unable to bear weight on his left leg. The patient was unable to climb stairs, exercise or ambulate without pain (onset: (B)(6) 2017). The patient could not walk upstairs, could not exercise and was limping. The next day after receiving synvisc one patient could not bear weight on his left leg, he was waiting so he could call the doctor's office and find out why he felt this way, for two weeks the patient could hardly get around. The patient said that the pain was worse 8/10 on a scale od 1 to 10. Patient was asked to apply ice and elevate his left knee. The pain did not subside and mobility barely improved. The patient hobbled. Patient was put on meloxicam which helped minimally with left knee pain. Ptaient was scheduled for a knee replacement in (B)(6) 2018. Corrective treatment: meloxicam for unable to climb stairs, exercise or ambulate; ice, meloxicam, elevation for unable to bear weight on his left leg, left knee pain, left knee swelling, 'for two weeks the patient could hardly get around'. Outcome: unknown for all events. Seriousness criteria: important medical event for device malfunction. A product technical complaint was initiated with the global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Follow up information was received on 08-mar-2018. The global ptc number was added. Follow up information was received on 15-may-2018. No new information was received.